Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 13-1033-149. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 13-1033-149. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8110 error 13-1033-149 . Technical support- 1. Reflash software. 2. Perform calibration and accuracy task. 3. Perform pm. 2. If error still occurs, replace logic board. 3. Return the module to the factory. Biomed will perform calibration and pm. If unit still fails, biomed will send in unit for flat rate repair. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 05dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.